Event description:
On (B)(6) 2019, a patient received a perceval pvs25 to replace the native aortic valve (congenital bicuspid). The sizing seemed appropriate. However, three days after the perceval implant the patient experienced annular rupture involving the entire left coronary sinus. A re-do surgery was performed on the same day ((B)(6) 2019). The pvs25 was explanted, the rupture was fixed and a perceval pvs21 was ultimately implanted. The patient is reportedly alive after the re-intervention. It is reported that, during the pvs25 implant, the ballooning was inflated to 4 atm for 40-45 sec. Additional information received from the site confirmed that the patient passed away after the second surgery (exact date not provided).

Event description:
On (B)(6) 2019, a patient received a perceval pvs25 to replace the native aortic valve (congenital bicuspid). The sizing seemed appropriate. However, three days after the perceval implant the patient experienced annular rupture involving the entire left coronary sinus. A re-do surgery was performed on the same day ((B)(6) 2019). The pvs25 was explanted, the rupture was fixed and a perceval pvs21 was ultimately implanted. The patient is reportedly alive after the re-intervention. It is reported that, during the pvs25 implant, the ballooning was inflated to 4 atm for 40-45 sec.